Manufacturer narrative:
H3 : product analysis was completed, visually the spiral wrap was deformed/broken 0.54 inches from the distal end of the diamond grit tip when returned. Under magnification, there was a dark red residue on the outside diameter of the outer tube near the distal end of the irrigation tube. Functional testing could not be performed due to the broken state of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dcr bur broke while drilling during surgery. There was no patient impact and the surgery was finished with another dcr bur.